Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned for evaluation, only the device log. On (B)(6) 2025, the device log confirms that eight shocks were successfully delivered via paddles. The customer indicated the event occurred during biomedical testing and does not intend to return the device. This is supported by the log data, which shows patient impedance values suggesting a simulator. Based on the log review, no unusual activity or malfunctions are noted. No trend identified based on similar reports.